Event description:
It was reported the customer was deceased. Customer's exact blood glucose was unknown but it was running pretty high and it ran into his pancreas. The cause of death was colon cancer and complications with diabetes. Customer was not wearing the device at the time of death. Customer never wore the device. Customer chose not wear the device because he did not know how to operate it. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.